Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the suspect cartridge was not returned at the manufacturing site, therefore product testing could not be performed. Six (6) unused and sealed emeraldc30 cartridges of lot cd01033 were received. The sealed packages containing the cartridges were evaluated and no damages were observed. No particles or debris were observed on the cartridges. Delivery of unused intraocular lenses (iol) ar40e was evaluated if a particle like a white grain is observed. The six (6) returned cartridges were tested and no white grain was observed. A video was also provided and it was evaluated. The loading of the intraocular lens (iol) into the cartridge is not present in the video and the lens folding time is unknown. The video revealed what appeared to be a white grain as described by the customer. The composition of white grain could not be the determined. Based on the observed video and product testing, a product quality deficiency could not be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. (B)(6). It was indicated that neither the device or the foreign material are returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a white grainy foreign particle was noticed in the patient's operative eye after implantation of the ar40e monofocal iol (intraocular lens) with the emeraldc30 cartridge. Reportedly the particle entered the eye together with the viscoelastic (brand unknown), however, the surgeon believes that the source of the particle was either the lens or the cartridge. The particle was removed during the irrigation/aspiration (I/a) procedure. There was no medical issue. The lens remains implanted and the cartridge was discarded by the customer. No additional information was provided. This report is to record the cartridge. A separate report will be filed for the lens.